Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) was not returned for evaluation. The controller ((B)(6)) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of (B)(6) revealed that the returned controller passed functional testing. Visual inspection revealed contamination within both power ports. Internal visual inspection revealed a crack on standoff post one (1) within the controller housing; this is an additional finding, not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion; no damage was observed with the controller receptacles' springs and troughs; supplemental testing also revealed contamination within the pins. Log file analysis revealed atypical motor start events recorded on 10/apr/2023 at 15:54:04, on 22/jan/2024 at 09:01:30 and on 14/sep/2024 at 21:36:52, in which the motor start parameters were atypical. Log file analysis revealed that the controller in use during the reported event ((B)(6)) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6). Furthermore, analysis of the data log file revealed several momentary disconnections that did not lead to premature power switching involving (B)(6) and a power adapter. Momentary disconnections will result in an audible tone or 'beep'. Review of the event log file revealed a controller power up event with an associated pump start event was logged on 14/sep/2024 at 21:36:43, indicating a loss of power. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 62% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 59% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for ten (10) seconds. Momentary disconnections were recorded leading up to the loss of power. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on 18/sep/2024 at 16:43:25, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. The reported atypical motor start parameters, loss of power and power switching events were confirmed. The associated batteries and power adapter had been lubricated prior to release. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6), associated batteries and power adapter fall in scope of this CAPA. The most likely root cause of the observed contamination within the controller ports event can be attributed to the handling of the device. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional product: product ID 1420-controller ¿ serial # (B)(6) h3: yes d9: yes, return date: 2024-10-01 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10 concomitant products: 5076-52 lead implanted (B)(6) 2008 694765 lead implanted (B)(6) 2008 additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2023 / serial #: (B)(6) d9: no h3: no h4: mfg date: 21-nov-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited beeping associated with power source disconnects despite both power sources being connected. Power sources were replaced but the power switching continued. Review of log files data revealed that the controller had exhibited an unexpected loss of power and that the ventricular assist device (vad) had motor start events logged with parameters outside of the typical range. The controller was exchanged. The vad remains in use. No patient complications have been reported as a result of this event.